Event description:
Additional information received from patient reported that she followed up with her healthcare provider on (B)(6) 2016. It was indicated that she was still peeing all over herself. She was currently on program 3 and has not been increasing the program a little bit to see if that helps. She just left it where it was when she changed to program 3 on (B)(6) 2016. She has been having pain at the bottom of her stomach and right leg that started (a week ago). She was currently on program 3 @ 2.4v with lightning bolt. She was not feeling stim on day of this call. She experienced pain and decreased stim did not help with the pain. She was on program 2 prior to this call. She did not feel any different when she was on program 2 or 3. She increased stim on program 3 up to comfortable sensation where she could feel it. She stated she could feel it at 2.7v when standing and it wasn't painful and wasn't making her stomach hurt more. It was indicated that she hurt when she sat down. She turned it down to 2.6v and it was better but still hurt. She stated when she sat down, stand up and walked, it hurt. She would follow up with her healthcare provider to see what the next steps are. It was also reported that her patient programmer was not turned on and issues resolved after aaa batteries being put in correctly.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient had change in therapy. There was no trauma/falls reported that could be related to this issue. Hcp (healthcare provider) told her to try changing programs and to call manufacturer for help. Patient service had patient change programs. Ins (stimulator) was not on and patient turned it on. Patient changed programs and increase stimulation. Patient was to follow-up with hcp to report how change affects symptoms. Troubleshooting resolved reported issue. Symptoms reported were leakage and weak legs. Patient consider this a sudden change in therapy/symptoms. Event date was in 2016 (since this year).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.